Event description:
The customer reported via phone call that they had experienced hyperglycemia. The customer's blood glucose was found to be 400 mg/dl. The blood glucose value had also went up to 280 mg/dl. The symptoms for hyperglycemia were none. The customer was using the insulin pump with the auto mode feature within 48 hours of the reported high blood glucose event. The customer declined to troubleshoot. No further complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.